Event description:
The patient was started on 250 ml of pamidronate by the home health care nurse; the pump was 175 ml/hr. The patient indicated that she believes the pump emptied in one (1) hour. Shortly afterward, the patient began having nausea-vomited and aspirated. The caretaker performed heimlich maneuver and called "911". The patient was taken to the hospital for x-rays to verify the aspiration. The patient is currently doing fine.